Event description:
It was reported that there was intermittent t-wave oversensing on the ventricular lead. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the lead displayed a high rate of non-sustained tachycardia episodes and an inquiry was made asking what could be the cause. Testing recommendations were made, and isometrics were performed. Interrogation revealed normal findings. Re-programming was done, the lead remains in use and no patient complications have been reported as a result of this event.